Manufacturer narrative:
Device eval: the device has not been returned for evaluation/ investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval is completed.eval: method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval is complete.

Event description:
The rotator burst during injection. No harm or injury was reported. The customer reported two defective devices but did not provide info or clinical details for the additional event. Therefore, this single form FDA 3500a report will be submitted for this complaint.